Manufacturer narrative:
The complaint is not confirmed, as the allegation of "bubbles" being present was not confirmed. However, an additional failure of damage was identified. One unpackaged ar-521-tbc8, batch number: 5791837 was received for investigation. Visual evaluation found that the returned device is damaged and wear patterns are present no bubbles were found. Refer to attached investigation photos for details of the damage. The cause could not be determined, but a most likely cause is attributed to damage incurred upon extraction of the device, characterizing use error. No information was provided regarding the cause of the revision procedure. Additional attempts at obtaining additional information to assist in the evaluation were unsuccessful.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 04/04/2023 by a sales representative via email that a poly was found to have bubbles when explanted from the patient. This was discovered during a uka arthroplasty revision procedure. Additional information requested.